Manufacturer narrative:
As reported, when deflating the balloon of a 5f mynxgrip vascular closure device (vcd), it did not deflate. There was no reported patient injury. The customer called the sales rep and was given instructions. The customer did what was instructed and removed the device which did not disrupt the sealant. The mynx device was used in a diagnostic heart catheterization procedure. A retrograde approach was used with the device. The physician was trained with the use of the device. The device was deployed in the usual manner. A non-cordis sheath was used in the procedure. The device was stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the device prior to use. The device was prepped according to the IFU. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type used was the artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel tortuosity was normal. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. Neither 50/50 contrast or 100% saline or 100% contrast the balloon was prepped. The deployer was not pinching/pinning the balloon with the advancer tube and the balloon was not inverted. The patient's hospitalization was not extended as a result of the event and the patient recovered normally after the mynx event. Hemostasis was achieved with another mynx device and it sealed the artery properly. The product was not returned for analysis. A product history record (phr) review of lot f1934301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. According to the mynxgrip IFU, which is not intended as a mitigation, users are instructed to inflate and deflate the balloon during preparation of the device. This allows the user to verify if the inflation indicator and balloon are functioning appropriately. Neither the phr review, nor the information available for review suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when deflating the balloon of a 5f mynxgrip vascular closure device (vcd), it did not deflate. Therefore, the customer called the sales rep and was given an instruction. The customer did what they have been instructed and removed the device. This did not disrupt the sealant and it work properly. Hemostasis was achieved with another mynx device and it sealed the artery properly. There was no reported patient injury. The mynx device was used in a diagnostic hearth catheterization procedure. A retrograde approach was used with the device. The physician was trained with the use of the device. The device was deployed in a usual manner. A non-cordis sheath was used in the procedure. The device was stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the device prior to use. The device was prepped according to the IFU. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type used was the artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel tortuosity was normal. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. Neither 50/50 contrast or 100% saline or 100% contrast the balloon was prepped. The deployer was not pinching/pinning the balloon with the advancer tube and the balloon was not inverted. The patient's hospitalization was not extended as a result of the event and the patient recovered normally after the mynx event. The device will be returned for evaluation.